Event description:
It was reported that the lead was attempted but not used due to the inability to insert the stylet past the midpoint of the lead. Multiple stylets were attempted, including attempts to insert the stylets outside of the patient¿s body on the table, without success. A different lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).